Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had stopped working a couple of moths ago. Customer stated that he was putted battery in pump and got an unexpected restart. No harm caused to customer. The insulin pump will not be returned for analysis.